Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient first reported she had been ¿shaking¿ from the device. Patient then clarified that she actually felt ¿fluttering¿ in both of her leg and thought stim was too high. It was noted that patient had a hard time connecting at first. Patient then acknowledged she was not pressing the sync button. The patient programmer (pp) showed stim was on and she was at .05v. Patient was instructed to decrease amplitude and this resolved the uncomfortable stim. Patient stated she accidently increased first to .15 v but then turned it down to 0v and confirmed the fluttering in the leg was now resolved. It was reviewed with patient that since patient was at 0v, therapy might not be effective for her bladder symptoms. On the same day, patient called back and asked if it takes a while for that fluttering to stop. Patient confirmed she decreased to 0 on the initial call. There were no further complications that have been reported as a result of this event.